Manufacturer narrative:
The reported event of sensing noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces with the helix extended and clogged blood/tissue. An external insulation abrasion breaching the outer insulation exposing the outer coil was noted at 6.6cm to 6.9cm from the connector pin consistent with friction to the device can. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. There were no patient consequences.